Event description:
It was reported the ultrasonic surgical device had a peeling tissue pad. The issue occurred during a therapeutic laparoscopic total hysterectomy. The procedure was completed with a similar device. The device had been inspected prior to use and no abnormalities were found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name:(B)(6). (Documented here in it¿s entirety due to character limitations in respective field)

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe. Therefore, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated which resulted in the peeling of the tissue pad. The instructions for use warns the prevention method associated with the event as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.